Event description:
A nurse reported a pt with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. The pt presented, during the one day postoperative visit, with inflammation. No cultures were taken. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).